Event description:
It was reported that the drill bit broke off during surgery and remained in patient bone. No further information was provided.

Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported. B4 & h6: this event was reported via medwatch report # mw5164949. A follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
D9: product not returned. Follow-up report submitted to document quality investigation results.

Event description:
No new information.